Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an undetected upstream occlusion that was identified during network nurse rounding in the neuro intensive care unit. The pump alarmed infusion complete but upon inspection it was noted that the blue clamp was closed. This occurred during patient infusion of nicardipine that was set to deliver 50cc/hr. The nicardipine drip was then unclamped and staff reminded that the clamp must be six to eight inches from the y site, and it must be open and moved away from the pump and drops need to be falling. The patient was awake and alert and no harm was caused as a result of the event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.